Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a patient had fallen post-procedure. The patient was presented for a follow-up with low sensing issue and high capture threshold. During the attempted to reposition the lead, the stylet could not be fully inserted in to the lead and caused connector instability. The lead was explanted and replaced. The patient was stable post-procedure.